Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain / pain'), genital haemorrhage ('heavy bleeding/ clots'), menorrhagia ('abnormal bleeding (menorrhagia)') and seizure ('seizures') in a 49-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, gravida ii and parity 2. Concurrent conditions included body mass index normal, carpal tunnel syndrome, uterine fibroid, hidradenitis, anemia, back pain, arthritis, strain, myocardial infarction, pericarditis, esophagitis, pneumonia, pneumothorax, pulmonary embolus, uterine leiomyoma, dysfunctional uterine bleeding and scoliosis. Concomitant products included from 2009 to 2014, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), naproxen from 2009 to 2014 and tranexamic acid (lysteda) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue, tired a lot") and asthenia ("weak"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives near vaginal area and inner thighs") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), anaemia ("anemia"), pain in extremity ("leg pain"), hot flush ("hot flashes"), night sweats ("night sweats"), personality change ("attitudes"), breast tenderness ("tender breast"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), depression ("depression"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision"), anxiety ("anxiety"), abdominal distension ("bloated like I was pregnant") and menopause ("menapause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, anaemia, headache, pain in extremity, fungal infection, bacterial infection, female sexual dysfunction, depression, urticaria, allergy to metals, vision blurred, alopecia, asthenia, back pain, anxiety and abdominal distension outcome was unknown and the menorrhagia, seizure, hot flush, night sweats, personality change, breast tenderness, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain and menopause had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, asthenia, back pain, bacterial infection, bladder disorder, breast tenderness, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menopause, menorrhagia, mental disorder, migraine, nausea, night sweats, pain in extremity, pelvic pain, personality change, seizure, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. On 2014, essure confirmation test-transvaginal ultrasound was performed. Lot number: 627072 manufacturing date: 2008/04 expiration date: 2010/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain / pain'), genital haemorrhage ('heavy bleeding/ clots'), seizure ('seizures') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 49-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, gravida ii and parity 2. Concurrent conditions included body mass index normal, carpal tunnel syndrome, uterine fibroid, hidradenitis, anemia, back pain, arthritis, strain, myocardial infarction, pericarditis, esophagitis, pneumonia, pneumothorax, pulmonary embolus, uterine leiomyoma, dysfunctional uterine bleeding and scoliosis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), ibuprofen (motrin) from 2009 to 2014, naproxen from 2009 to 2014 and tranexamic acid (lysteda) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue, tired a lot") and asthenia ("weak"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives near vaginal area and inner thighs") and alopecia ("hair loss"). In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), anaemia ("anemia"), pain in extremity ("leg pain"), hot flush ("hot flashes"), night sweats ("night sweats"), personality change ("attitudes"), breast tenderness ("tender breast"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), depression ("depression"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision"), anxiety ("anxiety"), abdominal distension ("bloated like I was pregnant") and menopause ("menopause") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, anaemia, headache, pain in extremity, fungal infection, bacterial infection, female sexual dysfunction, depression, urticaria, allergy to metals, vision blurred, alopecia, asthenia, back pain, anxiety and abdominal distension outcome was unknown and the seizure, hot flush, night sweats, personality change, breast tenderness, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain and menopause had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, asthenia, back pain, bacterial infection, bladder disorder, breast tenderness, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menopause, menorrhagia, mental disorder, migraine, nausea, night sweats, pain in extremity, pelvic pain, personality change, seizure, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. On 2014, essure confirmation test-transvaginal ultrasound was performed quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received : lot no. Was added. New reporter contact information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain / pain"), genital haemorrhage ("heavy bleeding/ clots") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections. Concurrent conditions included body mass index normal, carpal tunnel syndrome, uterine fibroid, hidradenitis, anemia, back pain, arthritis and strain. Concomitant products included ibuprofen (motrin) from 2009 to 2014, naproxen from 2009 to 2014, norlestrin fe (loestrin fe) and tranexamic acid (lysteda) from 7-jan-2013 to 9-jan-2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), anaemia ("anemia"), headache ("headaches"), pain in extremity ("leg pain"), hot flush ("hot flashes"), night sweats ("night sweats"), personality change ("attitudes"), breast tenderness ("tender breast"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, headache and pain in extremity outcome was unknown and the seizure, hot flush, night sweats, personality change, breast tenderness, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain had not resolved. The reporter considered abdominal pain, anaemia, bladder disorder, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, mental disorder, migraine, nausea, night sweats, pain in extremity, pelvic pain, personality change, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, events medical device removal and complication associated with device replaced with events:- hot flush, night sweat, personality change, breast tensderness, vaginal haemorrhage, menorrhagia, cystitis,urinary tract infection, mental disorder, urinary tract disorder, migraine, nausea, seizure, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 17-nov-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2008. As a result of her implantation with essure, she experienced pelvic pain, heavy bleeding, clots, pain, anemia, headaches, and leg pain. On (B)(6) 2014 she had surgery to remove the essure implant. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) implanted and experienced pain, pelvic pain and heavy bleeding. She had surgery to remove the essure implant. Pelvic pain is regarded as anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, serious event (clots, unlisted and unrelated) and non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain / pain"), genital haemorrhage ("heavy bleeding/ clots"), seizure ("seizures") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections, gravida ii and parity 2. Concurrent conditions included body mass index normal, carpal tunnel syndrome, uterine fibroid, hidradenitis, anemia, back pain, arthritis, strain, myocardial infarction, pericarditis, esophagitis, pneumonia, pneumothorax, pulmonary embolus, uterine leiomyoma, dysfunctional uterine bleeding and scoliosis. Concomitant products included ibuprofen (motrin) from 2009 to 2014, naproxen from 2009 to 2014, norlestrin fe (loestrin fe) and tranexamic acid (lysteda) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced headache ("headaches"), migraine ("migraines"), fatigue ("fatigue, tired a lot") and asthenia ("weak"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives near vaginal area and inner thighs") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, 5 years 1 month after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), anaemia ("anemia"), pain in extremity ("leg pain"), hot flush ("hot flashes"), night sweats ("night sweats"), personality change ("attitudes"), breast tenderness ("tender breast"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), weight increased ("weight gain"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), depression ("depression"), allergy to metals ("nickel allergy"), vision blurred ("blurry vision"), anxiety ("anxiety"), abdominal distension ("bloated like I was pregnant") and menopause ("menopause"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, headache, pain in extremity, fungal infection, bacterial infection, female sexual dysfunction, depression, urticaria, allergy to metals, device expulsion, vision blurred, alopecia, asthenia, back pain, anxiety and abdominal distension outcome was unknown and the seizure, hot flush, night sweats, personality change, breast tenderness, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain and menopause had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, asthenia, back pain, bacterial infection, bladder disorder, breast tenderness, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, menopause, menorrhagia, mental disorder, migraine, nausea, night sweats, pain in extremity, pelvic pain, personality change, seizure, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. On 2014, essure confirmation test-transvaginal ultrasound was performed. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient relevant history added. Event onset dates added. Events yeast infections, bacterial infections, apareunia (inability to have sexual intercourse), depression, hives near vaginal area and inner thighs, nickel allergy, expulsion of essure device, blurry vision, hair loss, weak, back pain, anxiety, bloated like I was pregnant and menopause added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) implanted and experienced pain, pelvic pain and heavy bleeding. She had surgery to remove the essure implant. Pelvic pain is regarded as anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, serious event (clots, unlisted and unrelated) and non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.